Manufacturer narrative:
The system support log was reviewed with no warnings or error codes on the date of treatment. Support log review.

Event description:
The health care provider reported 9/8/2016 that a patient had welts as a result of her (B)(6) 2016 chest treatment. As of 3/15/2017 the patient welts remain in the form of a scar.